Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion test, displacement tes and occlusion test due to broken reservoir tube lip. However, unit was received passed rewind test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that pump had crack on the side of the reservoir and experienced high blood glucose level. The customer¿s blood glucose level was 307 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.